Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Health care professional reported the patient had the stimulator removed and replaced with a drug pump because the stimulator ¿didn¿t do anything.¿ it was clarified that it did not cover any of the patient¿s pain since implant. No further complications reported/anticipated.